Event description:
It was reported that the surgeon inserted an icm130v4 13.0mm implantable collamer lens in 2008, and the lens adhere to the injector and was torn during insertion. The lens removed without any patient injury.